Manufacturer narrative:
(B)(4). We are awaiting device return. If the device is received, a follow-up report will be submitted.

Event description:
It was reported at the beginning of the procedure, the physician noticed the irrigation port had broken at the catheter handle. There were no consequences to the pt.